Event description:
It was reported that a malfunction occurred with the customer's pump, characterized by malfunction 16-0x20e6, even after two restarts. The impact on the customer¿s blood glucose level was unknown or declined to be answered, and no specific glucose level was provided at the time of the event. The customer¿s pump was within warranty, and the pump was replaced by the supplier. The customer was informed about the replacement and instructed to return the malfunctioning pump using the provided return packaging. However, the customer declined to share information on the backup insulin therapy they would use.